Event description:
It was reported the patient has not used or charged his ipg since (B)(6) 2014. As a result, the ipg became inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. Concomitant medical products: model 3186 (2), scs lead, implant date: unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.